Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed an inaccurately low result compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient did not want to receive follow-up calls. The patient reported that at 10:30 am on (B)(6) 2019, she obtained an alleged inaccurate blood glucose result on the subject meter of ¿28 mg/dl¿ which she said was low for her. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She reported that she had a stroke 3 years ago and is unable to walk. The patient denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that shortly after obtaining the low result, she had ¿passed out¿ and her husband contacted the emergency medical service. She indicated that when she came around, she was already arriving at the hospital. She stated that she remembered being given an injection, but she was unable to recall anything else about the incident or treatment. (It would have been useful to know if the patient was treated for an acute high or acute low diabetes excursion, but as the patient did not want follow-up, this could not be established). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after obtaining an alleged inaccurately low blood glucose result on the subject meter. As it could not be established if the event was an acute low or acute high diabetes excursion, the subject meter and test strips could not be ruled out as a cause or contributor to the event